Event description:
Rubber bumper cover of light system central axis fell into sterile field. No injury was reported.

Manufacturer narrative:
A trumpf technician responded to the service call and visually inspected the device at the customer site.